Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported that a revision surgery was performed this year (2019) due to unknown reasons. No supporting medical documentation was provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported revision procedure could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include a fit/ sizing issue, poor ingrowth or osteolysis.

Event description:
It was reported that revision surgery was performed for the first time due to unknown reasons.